Manufacturer narrative:
Supplemental created to correct material number received in the product grid for this file. Correct from 2426-0500 to 10927766 as reflected in the product grid.

Event description:
It was reported that tubing backflows into primary. Medication infusing at the time: "metronidazole 500mg, ivpb 100ml/hr." There was no patient harm. Per rn: IV tubing appears to have dysfunctional one way valve secondary medication free flowing into primary bag when the tubing is in patient way valve. Customer advocacy received a copy of the customer's medwatch report which states, "situation, two bd alaris tm pump infusion sets have been confirmed to have faulty back check valves the events were identified when piggybacking a secondary infusion into the primary set the secondary bag rapidly emptied into the primary drip chamber filling and bubbling into the primary bag these two events were caught prior to reaching the pts FDA safety report ID # (B)(4)."

Manufacturer narrative:
The customer¿s report of secondary back flowed into primary bag was confirmed. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. The check valve was visually inspected under magnification and was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing resulted in fluid and air bubbles going into the primary bag. Disassembly of the check valve resulted in check valve disc being pinch within housing. The root cause of the customer¿s report of secondary back flowed into primary bag was caused by the check valve disc being pinched which is a supplier-related issue. A pinch disc would lead to a failure of the check valve.

Event description:
It was reported that tubing backflows into primary. Medication infusing at the time: "metronidazole 500mg, ivpb 100ml/hr." There was no patient harm. Per rn: IV tubing appears to have dysfunctional one way valve secondary medication free flowing into primary bag when the tubing is in patient way valve. Customer advocacy received a copy of the customer's medwatch report which states, "situation, two bd alaris tm pump infusion sets have been confirmed to have faulty back check valves the events were identified when piggybacking a secondary infusion into the primary set the secondary bag rapidly emptied into the primary drip chamber filling and bubbling into the primary bag these two events were caught prior to reaching the pts FDA safety report ID # (B)(4)."

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "situation, two bd alaris tm pump infusion sets have been confirmed to have faulty back check valves the events were identified when piggybacking a secondary infusion into the primary set the secondary bag rapidly emptied into the primary drip chamber filling and bubbling into the primary bag these two events were caught prior to reaching the pts FDA safety report ID # (B)(4)."

Manufacturer narrative:
Additional medwatch information provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that tubing backflows into primary. Medication infusing at the time: "metronidazole 500mg, ivpb 100ml/hr." There was no patient harm.